Manufacturer narrative:
Additional information: the associated complaint device was returned and evaluated. A lab analysis was conducted and the component was inspected visually to determine the cause of the reported incident. No destructive analysis was conducted during this investigation. The articulating surface of the insert showed minimal wear. The insertion/extraction slot was deformed, likely due to removal. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical evaluation was conducted and this case reports that after a tka procedure the patient had their knee washed out because of suspected infection. The poly was swapped out for a new one. Per product evaluation the insertion/extraction slot was deformed, likely due to removal, there were no observations of material or manufacturing deviations during the course of the product investigation. It has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Should information become available this complaint can be re-assessed. Available this complaint can be re-assessed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after a tka procedure, patient had their knee washed out because of suspected infection. The poly was swapped out for a new one. No delay to procedure.